Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a cut was reported on the patient line of the homechoice cassette, which is known to cause this alarm. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a cut on the patient line of the homechoice cassette that led to this alarm. The cut was described as "the patient line was completely severed like it was ripped or cut". The patient was instructed to close their transfer set and would disconnect following normal aseptic technique. There was no patient injury or medical intervention associated with this event. No additional information is available.